Event description:
Pt admitted to hosp for open capsulotomy and replacement of left breast implant secondary to collapsed saline breast implant and shell. Pt had left mastectomy secondary to cancer done in 1993 at which time pt also had insertion of a breast expander. In 1994 pt underwent expansion placement of permanent left saline breast implant and righ mastopexy. Pt noted increase in rippling and sloshing sensation one month prior to their surgery in 2004.